Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported, "capsular contracture, baker grade unknown". Healthcare professional, later reported, capsular contracture, baker grade IV. This record is for the right side. Device remains implanted.

Event description:
Patient reported right side capsular contracture, baker grade IV. The device has been explanted.

Event description:
Patient reported "capsular contracture, baker grade unknown". Healthcare professional later reported capsular contracture, baker grade IV. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional, changed, and/or corrected data: d.9., h.3., h.6.